Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited high capture threshold. On (B)(6) 2021 the patient presented in clinic for lead revision. During the procedure, it was noted that there was a nick or cut on the lead that may have been caused during the reopening of the pocket that day or closing of the pocket at the original implant date. The physician elected to explant and replace the lead. Patient condition was stable.

Manufacturer narrative:
The reported events for inadequate capture and insulation damage were not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.